Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive during set up. There was no patient involvement. The involved device was not returned for evaluation. Through evaluation of the information received from the customer, it has been determined that the issue was caused by liquid having penetrated into the touch screen. Sorin group (B)(4) initiated a CAPA and implemented a design enhancement to address this issue.